Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. On (B)(6) 2020, the patient sample was tested three times, yielding reactive results of 2.04 coi, 2.07 coi, and 2.27 coi. Subsequent testing of the same sample using competitor assays, including a chemiluminescent immunoassay (clia) for hiv 1/2 antibodies and a chemiluminescent microparticle immunoassay (cmia) for hiv 1/2 antibodies and p24 antigen, produced negative results with values of 0.03 s/c (cut-off at 1.0 s/c) and 0.1 s/co (cut-off at 1.0 s/co), respectively.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications based on the provided calibration and quality control data. The customer reported a sample-specific discrepancy, with reactive results observed on the elecsys hiv combi pt assay and negative results obtained using competitor assays. No information regarding confirmatory testing, such as pcr or western blot, was provided, and patient sample material was not available for further investigation. A definitive cause for the reported event could not be determined based on the available information.